Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Device analysis for ins (B)(4) revealed no significant anomaly. The ins was functionally okay. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional regarding a patient who was implanted with an implantable neurostimulator (ins) for failed back surgery syndrome and spinal pain. It was reported that the patient was scheduled to have their entire spinal cord stimulation system explanted on (B)(6) 2018. The reason for the explant was unknown. It was further reported that patient had pain at battery site and lidocaine patch was administered on (B)(6) 2018. No further complications were reported as a result of this event.

Manufacturer narrative:
(B)(4) no longer applies. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from healthcare professional of a clinical study. It was first reported on (B)(6) 2018 in new patient intake for advanced pain management that patient had pain at left superior border of battery and pain increasing over time. On (B)(6) 2018, patient reported that it felt like battery had shifted but was not causing pain. On clinic visit on (B)(6) 2018, patient reported pain had been worsening, felt more pain at left superior border of battery. Leaning to right side, flexing at waist help relieve discomfort. Pain worsened with pressure to battery. There was pain at superior lateral corner of battery in skin fold, but there was no signs of infection. There was no new imaging done since there was no suspected problems with stimulation or lead placement. The etiology was reported to be related to device or therapy specifically to neurostimulator pocket but not related to implant procedure. No further complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the health care provider (hcp) of a clinical study via a company representative (rep) reporting that the patient first started to experience pain at the battery site and the need to explant the device on (B)(6)2018.. The exact cause of this was not determined. The diagnostics performed was the examination on (B)(6)2018.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) of a clinical study regarding a patient. It was reported that the device and leads were explanted, per the patient¿s choice, as a solution to the battery site pain. The system explant occurred on (B)(6) 2018 the outcome of the event was noted as resolved without sequelae. No further complications were reported or anticipated.